Event description:
It was reported that the user experienced low blood glucose while using the ilet system and sought clarification on meal announcements, with a documented glucose value of 50 mg/dl. The user later identified the low as occurring during exercise while connected to the pump. Symptoms included hypoglycemia requiring treatment with oral glucose. Outcomes included resolution with user-administered oral carbohydrate and user education. Investigation included user interview and troubleshooting focused on infusion set management and meal announcement timing. Investigation of this case revealed user-related factors, specifically exercising while remaining connected to the infusion set and uncertainty regarding meal announcement timing. It was concluded that the event was attributable to user management of therapy during physical activity and that additional user education was provided, including guidance to disconnect during physical activity and to announce meals within 30 minutes of first bite.